Manufacturer narrative:
The pump was returned, and analysis found no significant anomaly of the pump. The catheter was returned, and analysis found no significant anomaly of the catheter. All previously reported method and result codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 636 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that the patient was not receiving adequate therapy even though the dosage was increased. Cap (catheter access port) aspiration was successful. On (B)(6) 2019, the patient was taken to surgery at which time the pump and catheter were replaced. It was noted the pump size was increased to extend refill appointments. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.